Manufacturer narrative:
The right ventricular lead remains stuck in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead became stuck in the patient during insertion. The lead could not be removed and was left within the patient. A new lead was implanted without issue. No adverse patient effects reported.